Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, including out of range values of greater than 125 ohms. High out of range pacing impedance measurements of greater than 3000 ohms were previously observed with the rv lead, however the current values were within range. The rv channel also exhibited loss of capture and ineffective pacing in certain cases leading to short cycles of ventricular fibrillation. The rv lead was confirmed to be positioned in the epicardium and calcification is suspected. The rv lead was reprogrammed, and the physician does not wish to intervene at this time. The rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.